Manufacturer narrative:
Evaluation summary: the sample device was received for evaluation. No reported event was observed in the received sample since met with the product specifications. A visual inspection was performed and it was observed all the components are assembled properly at the tube. An inflation/deflation test was performed and it was observed the cuff held the air and the pilot balloon could be deflated and inflated without restrictions, the cuff was left inflated, after this time no deflation was observed, additionally the sample was submerged into a container filled with water and no leaks were observed. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device's cuff deflated during cuff checking. There was no patient involvement.